Event description:
Facility reports that at approx 1 hour into the pt treatment, a small tear developed in the blood pump segment. This caused air to enter the system and the air detector to alarm. The dialysis treatment was interrupted to replace the arterial line. The blood in the dialyzer and venous line was not returned to the pt. Estimated bloodloss is 150-200cc. A new dialyzer and line was set up and primed. Treatment resumed without incident. No medical intervention was required. No other pt injury reported.